Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was no power output in bipolar mode. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no issues.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, there was no power output in bipolar mode. The procedure was completed with another endostat generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no issues.

Manufacturer narrative:
(B)(4) no power output in bipolar mode. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some stickers on the cover, otherwise the unit appeared to be in good condition. Functional evaluation found that all the knobs and switches functioned properly. An electrical test was performed, the unit passed the endostat iii return evaluation procedure and was found within all test parameters. The complaint that there was no power output during bipolar mode could not be confirmed. The unit passed the endostat iii return evaluation procedure and is within specification. All connections inside the unit were checked and wires were manipulated while power was activated in both the bipolar and monopolar modes and no problems could be found with unit. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing.